Event description:
Customer called stating that their meter would not count down. While trying to get a reading the pt began to pass out and they called the paramedics. The paramedics then transported him to the hospital where he was admitted and treated for low blood sugar. The meter is being returned for evaluation and a replacement was provided.